Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. It was noted that the implant site became inflamed from the patient scratching at the site. The ipg was explanted. No further patient complications have been reported as a result of this event.